Event description:
Vague report was received of the pump being inaccurate while being used on a patient. No patient injury was reported. No additional specific clinical information was received.

Manufacturer narrative:
** This is a duplicate of baxter's MFR report no. 6000001-1997-00900. The pump was previously evaluated by baxter and found to be within specification for flow accuracy.